Event description:
Customer reportedly took a blood glucose reading of 83 mg/dl when going to bed and 15 minutes later received 27 mg/dl three times within one minute. Symptoms did not match initial reading. Customer reportedly began feeling bad and paramedics were called a couple of minutes later; customer went unconscious. Paramedics arrived and treated customer with IV of unknown contents and left 30 minutes later. Requested return of the alleged device and replacement was provided.